Manufacturer narrative:
Based on the completed investigation, the burn on the plastic distal end cover was likely due to a high-frequency treatment device being used without maintaining a sufficient distance from the tip. However, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, the gastrointestinal videoscope was observed to have a burn on its plastic distal end cover. There was no patient involved.